Manufacturer narrative:
The device was returned to the manufacturer for evaluation. During investigation, a lip was felt prior to entering strain relief with a guidewire. There was an obstruction under the strain relief, and the guidewire would not pass. The guidewire lumen was still patent; air would pass through. The balloon inflated, held air, and deflated successfully. Obstruction under the hub seen due to the glue.

Event description:
It was reported that during preparation for a lead extraction procedure to remove a damaged lead (rv), the bridge occlusion balloon failed to load on the guidewire. This device was reportedly being prophylactically checked for patency prior to use. A second device was opened and the procedure proceeded as planned.